Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that the device¿s screen was damaged under the glass, resulting in a disconnected or unusable display that impeded reliable operation of the ilet and necessitated shutdown per instructions. Symptoms included no reported adverse clinical effects and blood glucose remained in the normal range with use of a backup option and cgm app or receiver. Outcomes included no injury, no alarms of clinical concern, and no medical intervention or hospitalization. Investigation included collection of user reports and return logistics to enable device evaluation. Investigation of this device revealed a hardware screen failure localized to the display component that prevented normal interaction with the device. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the screen assembly.